Event description:
Patient presented to clinic after paging lvad rn with "controller fault" alarm. Log files sent, and it was determined that the controller internal battery was depleted. Controller was exchanged in clinic with provider (B)(6) np present during lvad rn visit. Patient tolerated well and was discharged home from clinic. Equipment taken out of service: hvad controller con 410209 equipment provided to patient: hvad controller con 411287 will request warranty replacement from medtronic, as patient was implanted on (B)(6) 2020. FDA safety report ID # (B)(4).